Event description:
The manufacturer received info alleging a ventilator was not operating properly. There was no harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer complaint was confirmed. The device failed steps during testing. The device's active exhalation control module was replaced to address the issues.